Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during procedure. It was reported that a mid lcx lesion was predilated with a non abbott 2.5 x 15 balloon and, a xience v 3 x 28 was deployed at 14 atm in the lesion. Good flow was achieved, but after withdrawing the stent delivery system, a flow limiting dissection proximal to the stent was observed. Another 3 x 12 xience v stent was deployed to cover the dissection. The end result was good timi iii flow. No patient effects. No additional event or patient information is available.